Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the device fired as intended on first firing with ecr60g reload. On the second firing of device (on stomach) with ecr60g reload, the device fired and no noises were noted. When device removed from tissue, three rows of staples formed to right side of cut line on specimen side. On the patient side, there were no staples in tissue. When surgeon looked at reload, he noted half the staples deployed and half did not come up (rep said surgeon reported right side of cartridge showed staples deployed). Case remained laparoscopic. Surgeon oversewed stomach and used new ple60a to complete procedure. Rep said surgeon did not fire device across or near existing staple line and that surgeon had no difficulty removing device from tissue. Twenty four hours post-op, it is reported patient may have upper gi as ¿food not passing correctly.¿

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. A surgical photograph was returned and it confirms the event description in general ¿three rows of staples formed to right side of cut line on specimen side. On the patient side, there were no staples in tissue.¿ it is believed that the complication was potentially caused by the sled rails on the top side of the ecr60g staple cartridge contacting an internal staple cartridge structure with enough force to damage the top side inner sled rail enough to prevent the associated staple drivers from being lifted and deploying staples. In my opinion no user error contributed to the complication experienced.

Event description:
The patient will be going back to surgery to convert to a roux-en-y due to tightness in the stomach from the initial procedure. Surgery date not yet scheduled.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with a loaded in the device. Additionally, the reload was received with the right side fully fired, left side outer row fully fired, two inner rows partially fired 1/4. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process. The photographic evidence of the subject firing of the device with an staple cartridge confirms the event description in general ¿three rows of staples formed to right side of cut line on specimen side. On the patient side, there were no staples in tissue. A potentially caused by the sled rails on the top side of the staple cartridge was due to contacting an internal staple cartridge structure with enough force to damage the top side inner sled rail enough to prevent the associated staple drivers from being lifted and deploying staples. In my opinion no user error contributed to the complication experienced.